Event description:
It was reported through a research article that 967 patients underwent edge-to-edge mitral valve repair (m-teer) from 2013 to 2020. Within one year of the procedure, the implanted mitraclip may have caused or contribute to death. Additional information is listed in the attached article, titled "mitral transcatheter edge-to-edge repair in nonagenarians.".

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death cannot be determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.